Manufacturer narrative:
Concomitant product: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had localized pain on (B)(6) 2015. No diagnostics or troubleshooting was performed. Hospitalization was planned on (B)(6) 2015, for repositioning of the stimulator. Reprogramming of the neurostimulator was done and antalgic treatment was given. The event was not resolved. The investigator assessed the event as serious and related to the procedure and device. The safety assessment indicated it was probably related to the device and/or therapy.

Event description:
Additional information received reported the event resolved on (B)(6) 2015. The patient was reimplanted on (B)(6) 2016 with a new stimulator and lead.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had an abscess, pus, and pre-surgery infection at the battery level. The patient's system was explanted and the event resolved. No stimulator reprogramming was performed. The investigator assessed the event as serious and related to the stimulator.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3095-10, serial (B)(4), implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported implant site pain with implant site abscess. The stimulator and lead were explanted on (B)(6) 2015. During a follow up visit on (B)(6) 2015, there was inflammation of the scar and collection seen during echography. The patient was hospitalized from (B)(6) 2015 for collection drainage. Event was resolved on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Updated explant date to (B)(6) 2015. The main component of the system and other applicable components are: product ID: 3095-10, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.